Event description:
It was reported that when a lead package was opened, the tip of the lead was bent. The physician opened and used a new lead. No further information was reported. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Analysis of the lead (lot # va01vu7) found that the distal end of the lead was bent. It was new or out of box. The distal tip of the lead was the part that was bent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).